Event description:
It was reported that there were two contacts with high impedances during a continuity check at implant.it was stated that this was an ongoing event with no action taken. There were 2 contacts with high impedances and 14 contacts with normal impedances on (B)(6) 2013. It was noted that there were no signs or symptoms related to this event. Additional information stated there were still high impedances.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3550-39, lot# n275364, implanted: (B)(6) 2011, product type accessory; product ID 3 7743, serial# (B)(4), product type programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).